Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after experiencing syncope and falling and banging his head. The lead exhibited over sensing and was capped and replaced.